Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was shut off and then the customer was hospitalized on (B)(6) 2018 due to high blood glucose of 344 mg/dl. Customer tried two separate batteries and cant get the pump work. Customer wearing the pump at time of hospitalization. Customer also reported that, the insulin pump had blank display screen. The device will not be returned for analysis.